Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)"), device expulsion ("migration of essure device (location of device: uterus)") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a 32-year-old female patient (gravida 4, para 3) who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (live births on (B)(6) 2007, (B)(6) 2010 and (B)(6) 2011). She had experience no any complications of unintended pregnancy or delivery but she have a dry labor. Concurrent conditions included headache, ache, abdominal pain, anaphylaxis, pain menstrual, adenomyosis, cervicitis and tubal ligation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), stress ("psychological or psychiatric problems (condition: depression, stress),"), depression ("psychological or psychiatric problems (condition: depression, stress),"), cystitis ("infection (bladder/urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total abdominal hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, menstrual disorder, urinary tract infection, vaginal infection, stress, depression, cystitis, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the back pain had resolved. The reporter considered back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder, pregnancy with contraceptive device, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2011,sha had home pregnancy test performed ,live birth without complication. Finding were hysteroscopy essure bilateral tubal occlusion. Findings: thickened endometrium. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics added. Essure indication updated and stop date and lot number added. New events depression, stress, infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and she had no any test were performed essure confirmation were added. Event migration updated to migration of essure device (location of device: uterus). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus) / essure had punctured her uterus"), device expulsion ("migration of essure device (location of device: uterus)") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a 32-year-old female patient (gravida 4, para 3) who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (live births on 17sep2007, 28jan2010 and 31dec2011) and abortion (abortion in 1996.). She had experience no any complications of unintended pregnancy or delivery but she have a dry labor. Concurrent conditions included headache, ache, abdominal pain, anaphylaxis, pain menstrual, adenomyosis, chronic cervicitis, tubal ligation and contrast media allergy. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, 30 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and amniorrhoea ("pregnancy with complication(dry birth)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems (condition: depression, stress),") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), stress ("psychological or psychiatric problems (condition: depression, stress),"), cystitis ("infection (bladder/urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("lower back pain") and abdominal pain ("abdominal pain left side"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016.) And surgery (total abdominal hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, menstrual disorder, urinary tract infection, vaginal infection, stress, depression, cystitis, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, anxiety and amniorrhoea outcome was unknown, the dyspareunia was resolving and the back pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, amniorrhoea, anxiety, back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results: on (B)(6) 2011,sha had home pregnancy test performed ,live birth without complication finding were hysteroscopy essure bilateral tubal occlusion. Findings: thickened endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events added: vaginal hemorrhage, menorrhagia, mental anguish, abdominal pain left side, pregnancy with complication(dry birth). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus) / essure had punctured her uterus"), device expulsion ("migration of essure device (location of device: uterus)") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (with complications)") in a 32-year-old female patient (gravida 4, para 3) who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any test were performed essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (live births on (B)(6) 2007, (B)(6) 2010 and (B)(6) 2011). She had experience no any complications of unintended pregnancy or delivery but she have a dry labor. Concurrent conditions included headache, ache, abdominal pain, anaphylaxis, pain menstrual, adenomyosis, chronic cervicitis, tubal ligation and contrast media allergy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), stress ("psychological or psychiatric problems (condition: depression, stress),"), depression ("psychological or psychiatric problems (condition: depression, stress),"), cystitis ("infection (bladder/urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total abdominal hysterectomy with bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, menstrual disorder, urinary tract infection, vaginal infection, stress, depression, cystitis, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the back pain had resolved. The reporter considered back pain, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder, pregnancy with contraceptive device, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2011,sha had home pregnancy test performed ,live birth without complication. Finding were hysteroscopy essure bilateral tubal occlusion. Findings: thickened endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.